Event description:
Reprise iii study. It was reported that moderate aortic regurgitation occurred. Prior to index procedure, heparin or other anticoagulant was given. The subject received loading doses of 325 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus valve into the proper anatomical location. The subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, the subject visited hospital for the protocol scheduled 48 months follow up visit. Transthoracic echocardiogram (tte) revealed aortic valve area of 2.1 cm^2 with a mean aortic pressure gradient of 23 mm hg, left ejection fraction of 55%. Moderate aortic regurgitation was noted.

Manufacturer narrative:
B6 - relevant test / laboratory data: updated with additional information received.

Event description:
Reprise iii study it was reported that moderate aortic regurgitation occurred. Procedure summary: prior to index procedure, heparin or other anticoagulant was given. The subject received loading doses of 325 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus valve into the proper anatomical location. The subject was discharged on aspirin and clopidogrel. Event summary: in (B)(6)2019 , the subject visited hospital for the protocol scheduled 48 months follow up visit. Transthoracic echocardiogram (tte) revealed aortic valve area of 2.1 cm^2 with a mean aortic pressure gradient of 23 mm hg, left ejection fraction of 55%. Moderate aortic regurgitation was noted. It is further reported that: the subject visited hospital for the protocol scheduled 48 months follow up visit. Tte revealed aortic valve area of 2.1 cm^2 with a mean aortic pressure gradient of 23 mm hg, left ejection fraction of 55%. Moderate aortic regurgitation was noted. Site has confirmed the type of aortic regurgitation to be "moderate transvalvular aortic insufficiency". On the same day, echocardiogram core lab during 4-year follow-up revealed severe aortic regurgitation and moderately reduced leaflet mobility.

Event description:
Reprise iii study: it was reported that moderate aortic regurgitation occurred. Procedure summary: prior to index procedure, heparin or other anticoagulant was given. The subject received loading doses of 325 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus valve into the proper anatomical location. The subject was discharged on aspirin and clopidogrel. Event summary: in (B)(6) 2019, the subject visited hospital for the protocol scheduled 48 months follow up visit. Transthoracic echocardiogram (tte) revealed aortic valve area of 2.1 cm^2 with a mean aortic pressure gradient of 23 mm hg, left ejection fraction of 55%. Moderate aortic regurgitation was noted. It as further reported that: the subject visited hospital for the protocol scheduled 48 months follow up visit. Tte revealed aortic valve area of 2.1 cm^2 with a mean aortic pressure gradient of 23 mm hg, left ejection fraction of 55%. Moderate aortic regurgitation was noted. Site has confirmed the type of aortic regurgitation to be "moderate transvalvular aortic insufficiency". On the same day, echocardiogram core lab during 4-year follow-up revealed severe aortic regurgitation and moderately reduced leaflet mobility.